Manufacturer narrative:
Continuation of d10: product ID 10fcc13 (lot: 0012747696); product type: 0629-flexcath sheath. Product ID psg100 (serial: unknown); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after the completion of the pulmonary vein isolation (pvi) it was discovered that the catheter array was properly deployed when attempting to retract the catheter into the sheath. A knot occurred in the catheter array. The catheter was forcibly withdrawn into the sheath, but a small crack was found in the sheath. The sheath was replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 of lot number 0012690777 was returned and analysed. Visual inspection was carried out. The catheter spiral array appears to have a crushed electrode, a pinched pebax tube, and exposed electrode wires. Catheter to a test catheter interface cable (cic) connection evaluation was performed. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms were carried out. The slide control function stuck due to exposed electrode wires on the spiral array. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter identification and ablation testing was performed. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries was successfully performed. X-ray imaging confirmed electrode wires in the spiral array were detached from the electrode ring (e1). Hipot and electrical continuity testing was carried out. Hipot verification for the integrity of electrode wires insulation passed. Electrical continuity testing revealed electrode ring (e1) open loop. In conclusion, the reported "spiral array knotted" issue was not observed/reproduced with the returned catheter. The catheter failed the return product inspection due to a spiral array electrode observed to be crushed and deformed, electrode wires in the spiral array were detached from the electrode ring, pinched pebax tube on the spiral array, and exposed electrode wires on the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.